Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image during the endoscopic retrograde cholangiopancreatography therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. Corrected fields: e1 - first name (changed from "(B)(6)" to "(B)(6)"), e1 - last name (changed from "(B)(6)" to "(B)(6)"), e1 - initial reporter establishment name (changed from "(B)(6)" to "(B)(6)"), e1 - address 1 (changed "(B)(6)" to "(B)(6)"),e1 - email (changed from "(B)(6)" to "(B)(6)"), e1 - phone number (changed from "+(B)(6))" to "(B)(6)"), e3 (changed from "other heath care professional" to "na"), e2 (changed from "y" to "n"), g2 (removed "health professional"). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: total failure no image - corrosion on the cp (control panel) board and pc (printed circuit) board was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective cp (control panel) board and pc (printed circuit) board was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.